Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a failed battery test and that the numbers on the screen were scrolling during bolus. Customer did not recall any significant events leading up to the error. Blood glucose level was 125 mg/dl at the time of the call. No further info was provided . No further info was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No failed battery test alarm noted. All operating currents are within specification. The insulin pump passed self test. No unexpected scrolling numbers noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip.